Event description:
A malfunction was reported by the customer regarding their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the process, after which the malfunction did not recur. The customer was advised that they could continue using the pump and to call back if the issue happened again.